Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') and metal poisoning ('other: metal poisoning/heavy metal poisoning') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aripiprazole (abilify) from 2003 to 2010, lamotrigine (lamictal) from 2003 to 2010 and methylphenidate hydrochloride (concerta) from 2003 to 2010. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced premenstrual dysphoric disorder ("premenstrual dysphoric disorder"), dysmenorrhoea ("pain: dysmennorhea (cramping)/ ongoing from the begining"), acne ("allergy: rash/skin condition/rashes or skin conditions type: acne breakouts"), back pain ("pain: back/ lower back pain"), vaginal discharge ("vaginal discharge"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms:headaches"), mood swings ("other injuries/symptoms: hormonal changes/hormonal changes describe: mood swings"), nausea ("other injuries/symptoms: nausea"), urticaria ("hives,"), rash ("rashes,"), pelvic pain ("pelvic pain") and abdominal pain lower ("lower abdominal pain"). In 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2006, the patient experienced dyspareunia ("pain: dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced asthenopia ("vision /eye problem- strained") and vision blurred ("other injuries/symptoms: vision problems- blurred vision"). In 2014, the patient experienced metal poisoning (seriousness criterion medically significant), gingival bleeding ("other injuries/symptoms: dentalproblems- bleeding gums"), gingivitis ("gingivitis"), gingival recession ("receding gums"), urinary incontinence ("bladder or urinary problems or changes:incontinence") and hypersensitivity ("hypersensitivity in nerve ending"). The patient was treated with albendazole (monodox), antibiotics, antidepressants and surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, metal poisoning, gingival bleeding, migraine, headache, mood swings, vision blurred, nausea and vaginal haemorrhage had resolved, the gingivitis, gingival recession, premenstrual dysphoric disorder, asthenopia, dyspareunia, acne, back pain, vaginal discharge, urinary incontinence, urticaria, rash, pelvic pain, abdominal pain lower and hypersensitivity outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, acne, asthenopia, back pain, dysmenorrhoea, dyspareunia, gingival bleeding, gingival recession, gingivitis, headache, hypersensitivity, menorrhagia, metal poisoning, migraine, mood swings, nausea, pelvic pain, premenstrual dysphoric disorder, rash, urinary incontinence, urticaria, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: patient received treatment for rash, skin disorder, dental problems, migraine, headaches, hormonal changes, vision problems, nausea and metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received- new events hives, rashes, vaginal discharge, abnormal bleeding (vaginal), lower abdominal pain, pelvic pain, premenstrual dysphoric disorder, hypersensitivity in nerve ending, receding gums, gingivitis, vision /eye problem- strained were added. Pt of hormone level abnormal updated to mood swings.pt of dermatitis allergic updated to acne. Pt of tooth disorder updated to gingival bleeding. Pt of visual impairment updated to vision blurred. Event bladder or urinary problems or changes updated to urinary incontinence. Outcome of dysmenorrhoea updated to recovering / resolving. Event dermatitis allergic deleted because it was captured twiced in the previous version. New reporters, patient information, treatment drug and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('bleeding: menorrhagia (heavy menstrual bleeding)') and metal poisoning ('other: metal poisoning') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), dyspareunia ("pain: dyspareunia (painful sexual intercourse)"), rash ("allergy: rash/skin condition"), back pain ("pain: back"), skin disorder ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("other injuries/symptoms: dental problems"), migraine ("other injuries/symptoms: migraine"), headache ("other injuries/symptoms:headaches"), visual impairment ("other injuries/symptoms: vision problems") and nausea ("other injuries/symptoms: nausea") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the menorrhagia, metal poisoning, tooth disorder, migraine, headache, hormone level abnormal, visual impairment and nausea had resolved and the dysmenorrhoea, dyspareunia, rash, back pain, skin disorder, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metal poisoning, migraine, nausea, rash, skin disorder, tooth disorder, urinary tract disorder and visual impairment to be related to essure (ess205). The reporter commented: patient received treatment for rash, skin disorder, dental problems, migraine, headaches, hormonal changes, vision problems, nausea and metal poisoning. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain: dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back, bleeding: menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, bladder/urinary problems: bladder problems, urinary problems, other injuries/symptoms: dental problems, migraine, headaches, hormonal changes, vision problems, nausea and other: metal poisoning were added. Implant date was updated. Explant date was added. Product indication was updated. Lab data was added. Patient's date of birth was added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.